Event description:
The patient reported she received an 09 error message on her insulin infusion device. The patient was advised this means the device had come to the end of its life. The patient stated she did not receive the 88, 86, 84, or 82 alerts prior to the 09 message. The patient was advised to switch her backup infusion device and was assisted in setting it up. No replacement was sent as the patient had already made arrangements for another primary device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.